Manufacturer narrative:
Updated information: d9. Investigation summary: the reported complaint of white residue could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Two used. List #011-cl3020, 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger; lot #14386290. The reported complaint of white residue could be confirmed. The returned sample was observed to have a white residue above the drip chamber. The probable cause is from errant solvent coverage during assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process. Corrected information in d2a and d2b. Updated information in d9. Device returned to manufacturer on 12/8/2025.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding admin set with chemolock where the reporter mentioned it was observed that a white residue or substance in the line. The product was not reprocessed or re-sterilized prior to use. Unknown medication being used with this product. No one was harmed as a result of the reported event and delay in therapy is unknown.